Manufacturer narrative:
Submit date: (B)(4) 2015. An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
Investigation: 10/28/2015. An investigation of the kangaroo joey pump was performed for the reported condition of failure to alarm. The joey pump, feeding set, and feeding set extension tube were fully evaluated using the same formula that was used to feed the patient, tolerex, completed with 450 milliliters of water. The evaluation revealed that the pump performs within specification when using a new feeding set and either a new extension tube or the customer¿s extension tube. When the pump is tested using the customer¿s feeding set the pump is not able to detect the occlusion error within the first hour. The issue in failing to detect the occlusion follows the customer¿s feeding set. Per the feeding set¿s instructions for use (IFU), it is recommended that the feeding set be replaced every 24 hours. Kangaroo joey was manufactured in 2013. A review of the device history record shows this device was released meeting all manufacturing specifications. A review of the device history record for the enteral feeding set could not be performed due to the unavailability of the product¿s lot number.

Event description:
The customer reports there was an adverse event with a pediatric patient during the use of an enteral feeding pump. The patient's mother clamped the enteral access tubing, and pressed the hold button on the pump in order to bring her child to the bathroom. After returning from the bathroom, the patient's mother failed to unclamp the tubing upon restarting the pump. The pump alarm was not heard and the child was not fed the remainder of the night. The patient was admitted to intensive care and he was intubated for 24 hours.